Event description:
Reporter stated there are black dots on the display of the blood glucose monitor and it is difficult to read the numbers. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).